Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2010, to report that she experienced an inaccuracy in cgm readings during an extreme low (cgm >200 mg/dl, fingerstick 28,33 mg/dl). Patient reported that she passed out, and paramedics were called. Patient's son gave her glucagon, and patient refused to go to the hospital. Patient was okay at the time of her call to dexcom technical support.